Event description:
Additional information received identified that x-rays showed that one lead had fractured and the other lead was causing uncomfortable stimulation. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein both leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-01867. It was reported that system diagnostics recorded high impedances on one lead and patient lost effective therapy. Attempts to reprogram have been unsuccessful. Surgical intervention may take place to address the issue. It¿s unknown which lead recorded high impedances, and both are being reported.

Manufacturer narrative:
Date of event is estimated.